Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. A bag with three malformed clips was returned along with the instrument. Upon cycling, the instrument was noted to be empty, locked out and the orange indicator wheel did not show up; the lockout mechanism was broken during the analysis. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported of malformed clips. No conclusion could be reached as to what may have caused the event reported.

Event description:
It was reported that during an unknown procedure, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.